Manufacturer narrative:
The patient age was not provided. The referenced history of gastrointestinal bleed was reported under medwatch MFR report# 2916596-2017-02430. (B)(4). Approximate age of device - 106 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has a known history of unreported gastrointestinal bleeding (gi). The patient was admitted on (B)(6) 2017 due to 4 episodes of bright red blood from rectum, with significant hematocrit drop. The patient was transfused with 2 units of packed red blood cells. Anticoagulants at time of event: warfarin.

Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient¿s history of gastrointestinal (gi) bleed happened during his hospitalization that included the implant. He had 2 occurrences of gi bleed while hospitalized post vad implant but before discharge. This was his first readmission due to a gi bleed.